Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The device was received in good condition with a scratched screen. The reported problem was verified. A fluid filled cassette was attached to the pump, testing could not be completed due to cassette not attached error. The downstream sensor will be replaced in order to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed cannot clear cassette alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.